Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred due to an obstruction in the speaker holes. Customer's blood glucose level was 160 mg/dl. After removing the obstruction from the speaker holes, the alarm cleared.